Event description:
The customer reported that his evis exera iii video system center was experiencing repeated issues with recognizing 180 series scopes. According to the initial reporter, this took place during procedure preparation. Reportedly, the intended procedure was completed using another tower. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The unit failed the inspection due to a loose scope socket. During testing the video connector socket would not secure any paddles properly. All of the paddles were loose and disconnected with any slight movement. The receptacle will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the loose scope socket could not be determined. Olympus will continue to monitor field performance for this device.